Event description:
It was reported that the patient was transported by ambulance due to an allegation of malfunction related to the implanted device and right ventricular (rv) lead. Per ((B)(6)) there was a recall on the patient's system a few years back; they were not notified and at last device check about six months ago the unit was functioning properly, but stopped working at some point recently. It was also reported that the lead wires broke and the device battery quit. The device was removed and replaced with a new device and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.